Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and setscrew marks were in the correct location on the terminal pin. The helix was retracted and dried body fluid and tissue were noted in the helix housing. There were noted deformed coil which could be likely due to explant damage. Calcification was observed on the lead at the tip. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and a lead safety switch (lss) was triggered. There were no patient symptoms reported. The rv thresholds were at 2v. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that this lead was fractured and was explanted. No additional patient adverse effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and a lead safety switch (lss) was triggered. There were no patient symptoms reported. The rv thresholds were at 2v. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that this lead was fractured and was explanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and a lead safety switch (lss) was triggered. There were no patient symptoms reported. The rv thresholds were at 2v. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported.